Event description:
It was reported that, upon opening, first one and then a second right ventricular (rv) leads had a curve at the tip that would not straighten with insertion of the guidewire after implant in the patient. Both of these rv leads were subsequently explanted and replaced with a different model rv lead. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead passes through a 9 french introducer with no resistance.(B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead passes through a 9 french introducer with no resistance.